Event description:
It was reported that the patient had problem with their patient programmer. It was noted that the patient got the patient programmer out to use yesterday and was going to change from program b to a. It was noted that the patient said that they saw two programs with a and two programs with b. It was noted that originally one was an a and one was a b. It was noted that when verifying the groups, the programmer showed that the patient had group a and group b. It was noted that the patient was currently on group a. It was noted that the patient said that normally they did not have to use the programmer because they had adaptive stimulation for lying down and standing up. It was noted that when the patient laid down last night, the stimulation was too strong and tense. It was noted that the patient said they had to get up three times to make adjustments and turn the stimulation down. It was noted that the night before the stimulation was adjusting automatically. It was noted that the patient was able to activate group b when on the phone and then move back to group a. It was noted that it was confirmed that the patient saw the adaptive stimulation feature on both group a and b. It was noted that the patient said that the programs were changing not the groups. It was noted that the patient moved back to group b and it said upright. It was noted that the patient said that they never had to move the row up to the group row to change between groups. It was noted that the patient was able to get to group b and activate it. It was noted that when the patient used the programmer, they would see program a or b with words and the row was always on the bottom and they could change from group a to b on the middle row. It was noted that the patient thought they accidently turned the stimulator off yesterday and overrode and changed all their settings. It was noted that the amplitude and settings were not what they used to be. It was noted that the patient stated that they pushed many buttons today and thought they changed everything. It was noted that the patient said that in group a, the adaptive stimulation was not working. It was noted that the patient said that the position changed on the programmer, but the stimulation was not changing accordingly. It was noted that when the patient was standing an amplitude of 7.7 was comfortable and when they lied down, the stimulation was too high and it did not automatically adjust. It was noted that this started yesterday when the patient started pushing buttons and changing settings. It was noted that the patient returned to the therapy home screen to confirm the settings. It was noted that the patient said they tried to lie down after they went back to clinician settings and the patient said it automatically adjusted and then they stood up and did not wait long enough to feel the changes and overrode the settings again with the patient programmer. It was noted that the patient then tried to returned to clinical settings again. It was noted that at the end of the call the patient confirmed that everything was back to where it was before they changed it and it worked as intended.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).